Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed to open. A field service engineer removed the medication packet from the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a hardware failure notification on the station's screen. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.